Event description:
It was reported that the 6800 system would not fluoro. Found during test prior to case. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the controller pcb. The system was tested and found to be working as intended and placed back into service.